Event description:
The customer reported the values are incorrect, there is a difference. No patient involvement was reported.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device noting the map load failed. Incorrect values may indicate incorrect energy being delivered, which if out of specification could impact delivery of therapy. The customer was informed that this device has been out of support since december 2006 and parts are no longer available. The device remains at the customer site . We are considering this a malfunction. We cannot determine the cause.